Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found not out of specification. The customer reported system blank screen was not reproduced. No correction is required. No additional investigation is required for this complaint; therefore the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no patient involvement. No additional information is available.